Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, the issue was found just before the case began, when the patient was on the table undergoing a diagnostic coronary procedure which was completed by moving the patient to another room. A philips remote service engineer (rse) connected remotely with the customer and confirmed that the x-ray was not available to view on the live and ref video on the flex monitor. A philips field service engineer (fse) went onsite, and troubleshooting indicated that the power was missing to video splitter in r cabinet. The fse resolved the issue by using an alternate power supply for the video splitter module, and the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the live image was not visible on the flexvision monitor. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.